Manufacturer narrative:
(B)(4). The reported description noted that the customer was requesting info whether retrieval of pt monitoring data was possible after a code. The event occurred four days prior to this request. Since a code is understood as emergent care, this is being reported as a serious injury during device use. There is no indication that monitoring was a factor in the pt code. There is no indication of any device malfunction or any difficulty in monitoring this pt. It was discovered that under the customer's prior purchased monitoring options plan, only 24 hours of monitoring data is kept. Further data beyond this timeframe is no longer stored. No corrective actions have been identified at this time for the MFR. The customer is aware of this limitation under their purchased monitoring options package. Data storage is adequately described in the device labeling (IFU). Consideration of this complaint and similar complaints supports that there is no design, mfg, materials, or labeling problem. No further action or investigation is warranted.

Event description:
The reported description notes that the customer is requesting info regarding capture of pt monitor strips from an event (death) date.